Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to a component failure; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the adhesive was missing from the forceps cover. There was no patient involvement.